Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2 (w/vasoshield). After the dissection process was completed, the harvester attempted to use the hemopro 2 to perform branch ligation. However, as soon as the hemopro 2 was inserted, the tunnel within the leg would collapse and not hold the co2 pressure. The proximal co2 port and distal co2 port were both attempted to be used and neither spot would improve the co2 insufflation. Due to the lack of tunnel pressure, it was decided to open a new hemopro 2 kit. Once a new device was opened, the co2 insufflation improved and the case was finished without any further issues. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2 (w/vasoshield). After the dissection process was completed, the harvester attempted to use the hemopro 2 to perform branch ligation. However, as soon as the hemopro 2 was inserted, the tunnel within the leg would collapse and not hold the co2 pressure. The proximal co2 port and distal co2 port were both attempted to be used and neither spot would improve the co2 insufflation. Due to the lack of tunnel pressure, it was decided to open a new hemopro 2 kit. Once a new device was opened, the co2 insufflation improved and the case was finished without any further issues. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation on 02/17/2021. An investigation was conducted on (B)(6) 2021. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the cannula as well as on the harvesting device. The heater wire was observed to be flexed at the center of the hot jaw, but remained attached at the base and tip. No electrical testing was conducted due to the damage of the heater wire. The silicone insulation was observed to be intact, no visual defects were observed. The cannula was observed to be intact. No visual defects were observed. The insufflation tube and the water tube were observed to be intact with blood inside of the air tube. The c-ring appears to have been tainted with blood and tissue as it appears to be reddish in color. The c-ring has no visible defects. The device was evaluated for the presence or absence of air flow through the distal insufflation tube using a cannula with the help of calibrated uson (ID 14332 due: 03/31/2022). A reference endoscope was inserted into a reference vv7 cannula and an air supply was connected to the distal insufflation tubing luer fitting. Air did passed through the insufflation port and was observed to flow freely through the distal port. To verify this, a pouch was sealed over the distal tip of the cannula. Air was passed through the cannula and the pouch did inflate. The test was then repeated for the reported cannula. The reference endoscope was inserted into the complaint device and evaluated for air flow. The device passed the air flow test, the co2 insufflation path on the complaint unit was open and unobstructed. Based upon the returned condition of the device and the results of the investigation, the reported failure "improper flow or infusion" was not confirmed but was confirmed for the analyzed failure "material twisted/ bent wire. The lot # 25154880 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.